Event description:
Pt had multiple outpatient shoulder surgeries; (B) (6) 2005, (B) (6) 2005, (B) (6) 2006, (B) (6) 2006. A pain care 3200 was used during the first surgery. An I-flow on-q was used for the (B) (6) 2006 surgery. Pt now alleges that she has glenhumeral chondrolysis in this shoulder.